Event description:
It was reported that the patient with this right atrial (ra) lead had erosion and infection. There were signs of pressure necrosis on the lateral side of the bottom of the pocket, and a hole was observed. There were no additional adverse patient effects reported. The ra lead remains in service.